Manufacturer narrative:
The reported event of inappropriate magnet response was confirmed. The reported event of inappropriate lv output was not confirmed. The device was received with no telemetry communication and normal output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event.a manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
During an in-clinic follow-up, the device was found to have elicited a magnet response and was providing magnet mode pacing even though the device was not exposed to a magnet. Abbott technical support was contacted, and the device was reprogrammed to get the device pacing normally. At a later date, the device was explanted and replaced to resolve the event. The patient was in stable condition.